Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during pulse delivery) has been confirmed. Upon evaluation the monitor reset after delivering a pulse during a pulse test. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting during a pulse test.